Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that station unexpectedly entered a black screen state. A field service engineer replaced the door board and communication bus controller boards and updated the firmware and set up drawer in es to resolve the issue. A complaint investigation specialist stated that the part was returned to the designated complaint handling unit for part investigation. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system, station unexpectedly entered a black screen state which resulted in delays in patient care. The customer stated that there was a 30-minute delay in retrieving medications needed for a patient due to this failure as the nurses had to go to another station for meds, but no patient harm reported. Pharmacist unlocked the patient specific med drawers while the station was down. There were no adverse events or injuries reported based on this event.